Manufacturer narrative:
The hospital was unable to locate the unit. Therefore, no repair or further information is available to ge healthcare. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported the unit stopped ventilation during use. The unit was replaced and ventilation was able to continue. There was no report of patient injury.